Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented during an initial implant procedure for a dual chamber pacemaker. Upon review, the right atrial lead exhibited an unspecified issue. The physician exchanged the lead during the procedure on (B)(6) 2019.

Manufacturer narrative:
As received, a complete lead was returned measuring 46.0 cm for the reported event of exchanged during implant procedure. Visual and x-ray examination found the helix retracted and covered in blood. No conductor fractures or internal shorts were found. No other anomalies were found.